Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 34 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). No external power and low voltage advisory alarms were captured on (B)(6) 2022 from 9:43:45 to 9:44:33 due to a total loss of power while connected to the mobile power unit (mpu); the alarms resolved when power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. Multiple requests for additional information were made to determine if the mpu was exchanged and would be returned for evaluation. Further requests were also made to determine if the ac power cord had a v-lock connector, if the ac power cord was disconnected from the wall outlet or from the back of the unit, and if there were environmental circumstances that resulted in interruptions of ac power at the patient¿s home when the alarms were active. No response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the replace system controller, no external power and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review captured low voltage alarms while tethered to the mobile power unit (mpu) on (B)(6) 2022. These events were caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Serial number was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.